Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was unable to be calibrated. No adverse patient effects were reported, the event reportedly occurred during testing. No additional information is available at this time.